Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported "infused far too much fluid" which was reproduced. The device was tested for flow accuracy at 40 ml/hr and over delivered by greater than 10% accuracy error. The reported condition was verified. Visual inspection identified two missing motor bearing mount screws as the cause. The motor and gears were replaced to correct this condition. The reported issue that the device continues to drip when the infusion is over was inadvertently missed during evaluation however the device will be fully tested and repaired prior to release to ensure it meets all specifications. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found in specification in relation to the report that 'the door can be opened without a close door alarm" which could not be confirmed during evaluation. No issues were observed with the door and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during patient infusion (medication, dose, programmed amount and delivery rate unknown). There was no report of patient injury or medical intervention associated with this event. The device was tested by the biomed at 200 ml/hr with a volume to be infused of 60 ml and the device delivered 90 ml. The device was noted to continue dripping even when the infusion was over. Additionally, it was reported that the door could be opened without a close door alarm but this was not verified by the biomed. No additional information is available.